Event description:
The customer contacted baxter's technical service center to report a high drain 106/call peritoneal dialysis (pd) nurse alarm on a homechoice (hc) device at start up. The home patient (hp) did not report any symptoms. The hp provided therapy information: therapy is continuous cycling peritoneal dialysis (ccpd), the total volume (tv) was 12500, the fill volume (fv) was 2000, and the last fill volume (lfv) was 0. The total ultrafiltration (uf) was 1302 ml, and the cycle six uf was 2258 ml. Other cycles had negative ufs but were within 85% of the fill volume. The baxter technical service representative (tsr) initiated a swap of the device. The tsr advised the hp to call the nurse. The hp stated he did and she did not know what to do so that is why he called baxter. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported problem of iipv was confirmed through event history log review. The cause was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold.